Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Updated: a5, b5, g3, g4, g7 additional: h1, h2, h3, h6, h10 the complaint sample was evaluated and the reported event was confirmed through physical evaluation. Visual examination of the returned product found signs of repeated use (nicked or gouged) and is fractured. Device was submitted for further analysis. Analysis determined the features of the fracture surface and mode align with indicating either an overload failure or low cycle fatigue culminating in overloaded failure as evident by the presence of hackle marks, river lines and striations features on the fracture surface. The device history records were reviewed and no discrepancies were identified. The root cause of the reported event is attributed to wear and tear from use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery that the impactor pad fractured while trialing. No adverse events have been reported as a result of the malfunction.